Manufacturer narrative:
The referenced previous report of gi bleeding was reported under medwatch MFR# 2916596-2015-01488. (B)(4). Approximate age of device ¿ 4 months. A direct correlation between the device and the reported gi bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented with black tarry stools for one week and a hemoglobin of 4.2g/dl. The patient was admitted to the ICU for gastrointestinal (gi) bleeding requiring an octreotide drip and multiple blood transfusions. An esophagogastroduodenoscopy and a colonoscopy were performed where no active bleeding was seen; however, one cecal angiectasia, as seen in a previous colonoscopy, was successfully treated.